Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found missing markings on two 3 ml bd luer-lok¿ disposable syringes with bd luer-lok¿ tips and one syringe with fading numbers . All defects were found prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: sample evaluation: three photos were received by bd (B)(4) depicting 3ml syringes from a reported batch #6116574 (p/n 309657). The syringes have either partial or complete missing print up to the 1 ½ ml scale marking, including the graduated lines and the numbering. Based on the sample evaluation bd (B)(4) was able to confirm the customer's indicated failure. A possible root cause is the insufficient number of defective pieces during or after marker adjustments were discarded and a limited number mixed in with the good product. DHR review for batch 6116574 (p/n 309657): manufacturing dates: 05/17/2016 to 05/18/2016. Batch quantity was (B)(4). Printing and assembly records were reviewed as part of this DHR review. A quality notification review indicates that a quality notification was generated on 5/18/2016 for ink rings during manufacture of this batch. Product was re qualified per applicable aql. Marker adjustments were documented performed. Batch 6116574 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.